Manufacturer narrative:
Revised final paragraph to narrative in incident description: there is no indication that the subject meter caused/contributed to serious injury since the patient's symptoms occurred before the alleged product issue started. There is no temporal relationship between the patient¿s symptoms and the alleged product issue. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio vue meter had displayed an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first occurred at 5:45pm on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and stated that as a result of the alleged product issue they delayed taking 6 units of apidra insulin by an hour. The patient informed the csr that an unspecified period of time before the alleged product issue occurred they had developed symptoms of ¿profuse sweating, stomach heavy and shaking hands¿. The patient self-treated these symptoms by consuming food and drink at 5:45pm on (B)(6) 2017. No further treatment was required. At the time of troubleshooting the csr walked the patient through a re-test but was unable to resolve the issue. The patient¿s products were requested for evaluation. Although the patient developed signs/symptoms suggestive of serious hypoglycemia, there is no indication that the subject meter caused/contributed to this serious injury since this symptom occurred before the alleged product issue started. There is no temporal relationship between the patient¿s symptoms and the alleged product issue. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.